Event description:
It was reported that patient experienced fecal incontinence, small amounts of blood in the mucus stool, abdominal pain and irregular r-r intervals on (B)(6) 2023, after 24 hours post procedure. On (B)(6) 2024, the patient had difficulties while urinating. The left middle lobe had a hypertrophy, and the bladder prolapsed. The patient also experienced proctitis, bilateral renal cysts, left renal stone, prostatic hyperplasia and liver cyst. A rectal biopsy was performed and showed that the mucosal epithelium had undergone a small amount of superficial degeneration, and the surrounding stroma had undergone vitalytic degeneration. Also, an ischemic colitis is suspected.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient experienced fecal incontinence, small amounts of blood in the mucus stool, abdominal pain and irregular r-r intervals on (B)(6) 2023, after 24 hours post procedure. On 5jan2024, the patient had difficulties while urinating. The left middle lobe had a hypertrophy, and the bladder prolapsed. The patient also experienced proctitis, bilateral renal cysts, left renal stone, prostatic hyperplasia and liver cyst. A rectal biopsy was performed and showed that the mucosal epithelium had undergone a small amount of superficial degeneration, and the surrounding stroma had undergone vitalytic degeneration. Also, an ischemic colitis is suspected.